Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge was cracked resulting in the cartridge breaking apart. Reportedly, the cartridge had been in use for 6 days. Customer's blood glucose level was 310 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.